Event description:
Post tavr procedure, the patient was taken to operating room where an aortic dissection was observed. As reported by our (B)(6) affiliates, a 26mm sapien xt valve was positioned 40/60 aortic/ventricular (a/v) and landed 60/40 a/v. Post dilatation was required due to paravalvular leak (pvl). Afterwards, a pericardial effusion was noted and drained. The patient was stable and sent to ICU for monitoring. However, the patient became unstable and was taken to the or where an annular dissection was detected. When heart was examined post sternotomy, there was significant bruising and a hematoma at the base, lateral wall and through the atrial appendage consistent, with annular rupture. The patient was pronounced deceased due to no surgical options. The team felt that when they did the second inflation, the annulus probably cracked and dissected into the aorta, but sealed itself off for a period of time. This was the hematoma and bruising observed. However the dissection relapsed and grew resulting in the patient's demise. The annulus area by CT measured 22x26mm. Area including calcification 458mm2; excluding calcification 431mm2. The lvot was small with heavy calcifications that impaired assessment of annular size. There was significant left ventricular septal hypertrophy with a sigmoid shaped basal ventricular septum. The patient¿s native valve had severe aortic stenosis with restricted motion of all coronary cusps and severe mac. The patient had preserved lv with normal ejection fraction (ef) of 70.9%. There was no loss of pacing capture. The root cause of aortic displacement cannot definitively be determined but heavy calcification of the annulus was noted

Event description:
Post tavr procedure, the patient was taken to or where an aortic dissection was detected. As reported by our canadian affiliates, a 26mm sapien xt valve was positioned 40/60 aortic/ventricular (a/v) and landed 60/40 a/v. Post dilatation was required due to paravalvular leak (pvl). Afterwards, a pericardial effusion was noted and drained. The patient was stable and sent to ICU for monitoring. However, the patient became unstable and was taken to the or where an annular dissection was detected. When heart was examined post sternotomy, there was significant bruising and a hematoma at the base, lateral wall and through the atrial appendage consistent, with annular rupture. The patient was pronounced deceased due to no surgical options. The team felt that when they did the second inflation, the annulus probably cracked and dissected into the aorta, but sealed itself off for a period of time. This was the hematoma and bruising observed. However the dissection relapsed and grew resulting in the patient's demise. The annulus area by CT measured 22x26mm. Area including calcification 458mm2; excluding calcification 431mm2. The lvot was small with heavy calcifications that impaired assessment of annular size. There was significant left ventricular septal hypertrophy with a sigmoid shaped basal ventricular septum. The patient¿s native valve had severe aortic stenosis with restricted motion of all coronary cusps and severe mac. The patient had preserved lv with normal ejection fraction (ef) of 70.9%. There was no loss of pacing capture. The root cause of aortic displacement cannot definitively be determined but heavy calcification of the annulus was noted

Manufacturer narrative:
Cine and echo images were submitted for a clinical imaging review. Observations: cine severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mac. Fair image intensifier angle (iia). The valve was positioned 70:30 aortic/ventricular. During deployment the valve moves aortic approximately 30% of its height (about 5mm aortic). Post deployment position of the valve is 85:15 a/v. No loss of pacing capture and ventilation not held. Coaxial alignment is fair with lateral bias. The post deployment aortogram with guidewire in place demonstrates significant ar with no obvious evidence of dye extravasation indicating rupture. Post dilatation performed. Post dilatation aortogram demonstrates less ar without obvious evidence of dye extravasation. Selective left coronary angiogram demonstrates no obstruction and timi 3 flow. Second post dilatation aortogram without guidewire demonstrates ar without obvious dye extravasation. Tee seven brief videos showing tee long axis view were provided. These demonstrate evidence of hematoma along the posterior wall of the aorta following valve deployment. Impressions: movement of xt valve aortic during deployment leading to 85:15 a/v positioning. Post dilatation performed with subsequent decrease in ar. There was no evidence of dye extravasation suggesting annular rupture on multiple aortograms. A hematoma is present on tee. In this case, the native valve, lvot, and mitral annulus were severely calcified. It is possible this calcification, combined with significant left ventricular septal hypertrophy contributed to the movement of the valve. The post dilation of the severely calcified valve likely caused the annular dissection which led to the bruising, rupture, and hematoma observed post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. >4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the native valve, lvot, and mitral annulus were severely calcified. It is possible this calcification, combined with significant left ventricular septal hypertrophy contributed to the movement of the valve. The post dilation of the severly calcified valve likely caused the annular rupture which led to the bruising, dissection, and hematoma observed post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.